Event description:
It was reported that the vent was not working. The pressure alarm was activating lower than expected. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
Additional information received. Event occurred during set up for patient use.

Manufacturer narrative:
Other text: h6: health clinical signs, health effects, updated.

Manufacturer narrative:
For all enquires or follow up questions related to the record, do not use (B)(4) located in sections d3 and g1, please direct those to the following: (B)(4). H6 - health effects codes - updated. One device was returned for investigation. Visual inspection confirmed that the device is in good condition with no signs of external damage. Complaint was confirmed since device did not power on. Eletrical chassis is not working as intended. Replaced electrical chassis and performed functional test. Performed preventive maintenance, replaced sintered filter, o-rings, and MRI battery were replaced, recalibrated unit, cleaned and affixed new service label. Reset patient pressure cycling led and adjusted peep control valve and CPAP control to tolerance. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.